Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys pth stat immunoassay result from the cobas 6000 e 601 module. An aliquot was initially tested with a pth value of 1.91 pmol/l. The reagent lot number was 401130 and expiration date used for this measurement was asked for but not provided. The result of 1.91 pmol/l was reported outside the laboratory. The aliquot of the sample was frozen on (B)(6) 2020. On (B)(6) 2020 the frozen aliquot was pulled, recentrifuged and aliquotted a second time. It was also noted that on (B)(6) 2020 the customer started using a new reagent lot number 432043. The second aliquot was repeated with a result of 20.46 pmol/l. The primary tube was tested with a result of 18.77 pmol/l. The second aliquot was repeated on a second analyzer using an unknown lot number with a result of 16.11 pmol/l.